Event description:
Information was received from a patient and a healthcare provider via a manufacturer regarding a patient receiving unknown morphine (6mg/ml at 1.76mg) via an implantable pump. The indications for use were unknown. It was reported that per the healthcare provider (hcp), the patient came to them from another provider stating that they were not getting relief. The hcp stated that they did a dye study and found that the catheter tip was not in the intrathecal space. Today the hcp went in to replace the catheter and found that it was curled up in the spinal incision, the catheter was not in the intrathecal space. The hcp removed the whole catheter and replaced it with a new catheter. The patient had morphine in the pump, and the hcp removed the morphine from the pump and aspirated the catheter. The hcp replaced the morphine with preservative free, normal saline and put the patient on a minimum rate. The manufacturer representative (rep) educated the hcp that there was still internal pump tubing that needed to be cleared. The hcp stated that the patient would be in next week. They will under fluoro aspirate the catheter to get any remaining pump tube morphine out before replacing with whatever new medication they decide to put in the pump. The hcp was made aware by the rep that there would be potential for overdose if the catheter was not aspirated, the hcp acknowledged understanding and stated that they would aspirate the catheter at her postop appointment and fluoro. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2023; ubd: 2021-04-24; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.